Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, and event history log review; the customer problem was not duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The manufacturer representative replaced the dso seal and lens.

Event description:
It was reported that there was no electric tension in the pump. Per the reporter, the problem was noted when returning the rental to their premises during the usual restocking checks as well as annual preventive maintenance. The customer returned the product for no electric tension in the pump, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement and no patient harm.